Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2017-00225: driver 2, 3025141-2017-00226: screw.

Event description:
An aculoc 2 plate was being implanted. During the insertion of the screw, the driver broke in the screw head; the tip was removed. The second driver also broke in the screw head and could not be removed so it was left implanted.